Event description:
A report was received that the patient's ipg was not holding a charge. The bsn (B)(4) met with the patient and confirmed through troubleshooting that the ipg was not holding a charge and the patient's lead was exhibited high impedances. An bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommend an ipg and lead replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The analog ic ((B)(4)) was damaged. The battery depletion rate exceeded the typical battery depletion rate. The (B)(4) damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4). The root cause of the (B)(4) anomaly is unknown. Current company labeling warns against the use of monopolar electrocautery. ((B)(4) device evaluation indicated that the lead passed mechanical tests performed. Visual and x-ray inspection of the lead revealed that cables were broken at the bent location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported high impedance complaint. The evidence of silver oxide blackening or corrosion inside of the lead at this site indicates that lead wires were broken while implanted.

Event description:
A report was received that the patient's ipg was not holding a charge. The bsn field clinical engineer met with the patient and confirmed through troubleshooting that the ipg was not holding a charge and the patient's lead was exhibited high impedances. An bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommended an ipg and lead replacement

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.012 inch style